Manufacturer narrative:
This report contains correction in section d6a implant date and additional information in section b5 describe event or problem and section h6 device codes. This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock, and this device recorded a code indicative of short circuit during shock delivery followed by code 1007 due to capacitor charge time exceeding limitations. The charge times were found to be greater than 45 seconds. It was noted that the shock impedance measured less than 12.5 ohms after the shock was delivered. Technical services recommended a device and lead revision. Furthermore, this device had declared elective replacement indicator (eri). This device and non-boston scientific leads remains in service. No adverse patient effects were reported. Additional information received indicated that this device was unable to be interrogated. The device was explanted and successfully replaced due to premature battery depletion (pbd). No additional patient adverse effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock, and this device recorded a code indicative of short circuit during shock delivery followed by code 1007 due to capacitor charge time exceeding limitations. The charge times were found to be greater than 45 seconds. It was noted that the shock impedance measured less than 12.5 ohms after the shock was delivered. Technical services recommended a device and lead revision. Furthermore, this device had declared elective replacement indicator (eri). This device and non-boston scientific leads remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory confirmed a shorted lead error, and a high voltage system fault error had been recorded. Memory also showed that after three shocks had been attempted and resulted in abnormal shock impedance measurements, the device battery status moved to end of life (eol) due to long charge times. The device case was opened, and visual inspection noted the area inside the device where the internal high voltage fuse is located was damaged (i.e., charring was present). The damage in this area most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the third high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained. This report contains correction in section d6a implant date and additional information in section b5 describe event or problem and section h6 device codes. This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock, and this device recorded a code indicative of short circuit during shock delivery followed by code 1007 due to capacitor charge time exceeding limitations. The charge times were found to be greater than 45 seconds. It was noted that the shock impedance measured less than 12.5 ohms after the shock was delivered. Technical services recommended a device and lead revision. Furthermore, this device had declared elective replacement indicator (eri). This device and non-boston scientific leads remains in service. No adverse patient effects were reported. Additional information received indicated that this device was unable to be interrogated. The device was explanted and successfully replaced due to premature battery depletion (pbd). No additional patient adverse effects were reported. The device was returned, and analysis was completed, and the report is updated with the product investigation results.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock, and this device recorded a code indicative of short circuit during shock delivery followed by code 1007 due to capacitor charge time exceeding limitations. The charge times were found to be greater than 45 seconds. It was noted that the shock impedance measured less than 12.5 ohms after the shock was delivered. Technical services recommended a device and lead revision. Furthermore, this device had declared elective replacement indicator (eri). This device and non-boston scientific leads remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported.